Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was observed with no flow. The solution that was intended to be infused was fluorouracil. According to the reporter, this event was noted during patient use but no patient injury or medical intervention was associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up medwatch will be submitted.